Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Rods not fully seated within the screw head could contribute to eventual set screw loosening. Since the set screws remain in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a patient presented with a possible set screw back-out. The patient reportedly had a possible set screw back-out approximately 3 months post-op. Revision surgery is planned.